Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that balloon removal difficulties were encountered. The target lesion was located in the left anterior descending artery. A 3.00 x 12 synergy ii drug-eluting stent was implanted to treat the lesion. However, the physician had difficulty removing the balloon from the patient's body. It took a lot of force to get the device out. Eventually, the physician was able to remove the balloon from the patient's body. The procedure was completed. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that balloon removal difficulties were encountered. The target lesion was located in the left anterior descending artery. A 3.00 x 12 synergy ii drug-eluting stent was implanted to treat the lesion. However, the physician had difficulty removing the balloon from the patient's body. It took a lot of force to get the device out. Eventually, the physician was able to remove the balloon from the patient's body. The procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes updated. Device evaluated by MFR.: the device was returned for evaluation. The stent was not returned as it was deployed in the patient's body. The balloon cones were reviewed the balloon wings appeared relaxed from original folded position indicating that positive pressure was applied and a vacuum was pulled. No visible damages were noted on the balloon body. A visual examination of the bumper tip showed signs of damage on the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube noted multiple kinks along the several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and the mid shaft section found no issues with the extrusion shaft. The bi-component bond and the proximal weld showed no signs of damage or strain. An attempt was made to load the device on a guidewire; however the wire could not be loaded as resistance was felt. The device was left to soak in water-bath to soften any medium that could have been solidified in the wire lumen. After soaking, the device was loaded on the guidewire without issue. The device was inflated to rbp (rated burst pressure) with an encore inflation device without issues and was able to deflate within specification. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).